Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for use for knee systems revealed in warnings and precautions that the surgeon should be familiar with the technique and an adequate inventory of implant sizes should be available at the time of surgery. Additionally, revealed that the correct selection of the implant is extremely important. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a left primary tka surgery had been performed on (B)(6) 2025, it was found that the right insert was implanted incorrectly. The surgeon did not think it was a product failure. The insert did not have any issue with the packaging or labelling. This adverse event was solved by revision surgery on (B)(6) 2025, in which the jrny ii bcs xlpe art isrt sz 1-2 rt 10mm was exchanged to a left insert (jrny ii bcs xlpe art isrt sz 1-2 lt 10mm). Patient's current health status is unknown. No further complications were reported.